Manufacturer narrative:
On (B)(6) 2015, the customer reported that before starting the clinical procedure on a patient, when loading the patient utilizing the load button on the gantry panel, when the operator took his finger off the button, the table moved out and down to the patient unload position. The philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander due to this issue. The operator contacted philips help desk to inform them of the issue and an fse was dispatched. The fse evaluated the CT system and determined that the footswitch was stuck due to excessive contrast being spilled on it. The fse also found the contrast being spilled on the right gantry control panel. The fse cleaned the contrast from the footswitch and proactively replaced the right front gantry touch panel. After service, there were no further recurrences at the site. Initially, the fse had stated that the defective right gantry panel was shipped to philips sps (service parts supply chain); however, during further investigation, the fse confirmed that the part was scrapped and not shipped to sps. Therefore, the defective part was unavailable to CT engineering for further evaluation. Moreover, log files were not provided or available for analysis. Since there was no part returned from the field or log files provided, a further cause of the issue could not be determined by engineering. Based on the statements and troubleshooting activities of the fse, the probable cause of the issue was identified as multifunction footswitch pedal stuck engaged by contrast spill and/or front right gantry control panel button stuck engaged by contrast spill. The fse cleaned the contrast from the footswitch and proactively replaced the right front gantry touch panel, to resolve the issue. CT engineering evaluation of the issue determined the risk to be acceptable. The following mitigations for this issue include for uncommanded motion of the patient support: the system implements multiple means to prevent uncommanded motion and single point of failure. These means include watchdog timer for drive tasks, redundant switches in the control panel buttons, collision envelope avoidance software, providing emergency stop buttons and emergency power-off (epo) for the user in case of failure of other design mitigations. A failure during motion could be caused either by a software defect in the embedded operating system used or a defect in the control logic implementation, and the system was unable to detect that. The failure could only occur during the time where the operator initiated motion via the control panel. In this case the operator is in contact with the patient and visually watching the motion and would see the couch continue to move after the button was released. The trained operator would use the emergency stop control to stop the motion. Also, design mitigations for prevention of the hazardous situations: - stopping horizontal motion in the presence of resistance force (not applicable for vertical) - table collision envelope - single fault safe against uncontrolled motion: - motion tasks watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. - double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed. Design mitigations enabling human response: - continuous activation for manual motion - emergency stop controls enable termination of motion in hazardous condition - emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. - speed of motorized non-programmed motion is limited.

Event description:
The customer reported uncommanded motion of the patient support when loading a patient for a scan procedure. The philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander due to this issue. When the operator initiated patient load using the gantry panel and took his finger off the button, the table moved out and down to the patient unload position. The fse evaluated the CT system and determined that the footswitch was stuck due to excessive contrast being spilled on it. The fse also found the contrast was spilled on the right gantry control panel. The fse cleaned the contrast from the foot switch and proactively replaced the right front gantry touch panel to resolve the issue.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported uncommanded motion of the patient support when loading a patient for a scan procedure. The philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander due to this issue. When the operator initiated patient load using the gantry panel and took his finger off the button, the table moved out and down to the patient unload position. The fse evaluated the CT system and determined that the footswitch was stuck due to excessive contrast being spilled on it. The fse also found the contrast was spilled on the right gantry control panel. The fse cleaned the contrast from the foot switch and proactively replaced the right front gantry touch panel to resolve the issue.